Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the poppet for the solenoid was defective. Additional malfunctions include the tie wraps for the sieve beds were defective, and the smart pack was dirty.